Event description:
The patient had a surgical paddle lead implanted for a stimulation trial. The hcp waited 1 week to begin stimulation. Two days after the trial started, the patient developed a painful seroma located over the left breast flap (patient was post mastectomy). The seroma was confirmed by magnetic resonance imaging. The patient also felt chest stimulation after implant of the permanent system, requiring reprogramming. The patient received inpatient care and was seen by a plastic surgeon for the seroma. The implantable neurostimulator and lead were explanted. It was unknown if the seroma could be attributed to the implanted system. The hcp reported the patient outcome as a non-serious injury/illness.